Manufacturer narrative:
The investigation reviewed the (B)(6) 2024 calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; "sample liquid level detection (lld) malfunction during movement" and "sample volume insufficient or clot pip." Alarms were noted. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. On (B)(6) 2024, the initial result of the initial patient sample was 74.89 miu/ml. On (B)(6) 2024, the result of a new patient sample was 0.100 miu/ml (negative) with a data flag. The repeat result of the initial sample was also 0.100 miu/ml (negative) with a data flag. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 77493005 with an expiration date of 30-jun-2025. The field service engineer (fse) inspected the event and determined that the initial result reported was not in the customer's laboratory information system (lis), backup, and analyzer. He performed adjustments, a blank cell calibration and mechanical checks with successful results. He reviewed the lis log, alarm trace and host communication trace. The investigation is ongoing.